Event description:
It was reported that the programmer had trouble interrogating non-wireless devices and that it only intermittently located the devices. The programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. ECG (electrocardiogram) connector is loose. Power cord door is broken. Programmer handle is broken. (B)(4) not able to interrogate non wireless devices. Rf (radio frequency) head cable is severely twisted.